Event description:
In 2005 plc was contacted by its distributor who reported that several customers allegedly received injuries after using tanning devices allegedly equipped with sun tanning lamps manufactured by philips lighting company. The customers allegedly received cranberry colored stripes from their breasts to their knees resulting in some of the customers obtaining medical care. The report indicated that some of the customers claimed they sustained second degree burns. When contacted by plc, the salon owner advised that 3 customers claimed injuries, but has been unwilling to provide further info. It is reported that the tanning devices used by these customers were allegedly equipped by the salon operator with tanning lamps manufactured by philips lighting company. It is also reported that the lamps installed by the salon operator were manufactured by philips and were not compatible with the lamps specified by the tanning device manufacturer. It is also reported that the salon operator reset the tanning device timer.